Manufacturer narrative:
An additional infusion set profuct was reported (trusteel). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose level was 79 mg/dl. Customer changed the infusion set and delivered a food bolus to address the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting.